Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The lead was returned severed 147 millimeters from the terminal pin. Two segments were returned, a terminal end segment and mid body segment measuring 320 mm in length. The segments were not contiguous segments. Cuts and tears were noted in the insulation as well as stretched and deformed conductor coils. Microscopic inspection noted trilumen insulation damage just proximal of the proximal spring electrode. The trilumen insulation had webbing damage in the area between the rs- conductor coil and the proximal high voltage cable to coil crimp. The insulation webbing damage in this area was consistent with a crushing type of movement. Due to the location and type of damage this was likely caused by entrapment in the clavicle/ first-rib region.

Event description:
Boston scientific received information that this lead displayed noise, oversensing and an increase in pacing threshold measurements. The lead was explanted and returned for analysis. There were no adverse patient effects reported.